Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample from the cobas e601 analyzer. The analyzer serial number was either (B)(4). Clarification has been requested. The initial result was 0.35 miu/ml and was reported outside the laboratory. The doctor questioned the result as it did not match the chief complaint of the patient. On (B)(6) 2013, the sample was repeated and the results were 44.31 miu/ml and 43.70 miu/ml. The patient was not adversely affected. The hcg+ss reagent lot number was 171601. The reagent expiration date was requested, but was not provided. The investigation could not determine a specific root cause. Based on the provided calibration and qc data, a general reagent issue was not suspected.

Manufacturer narrative:
This event occurred in (B)(6). Information concerning the specific part number involved in this event was requested, but not provided.